Event description:
It was reported that balloon rupture occurred. The target lesion was located in anterior tibial artery. After a jupiter sfc guidewire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complication nor injuries were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in anterior tibial artery. After a jupiter sfc guidewire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complication nor injuries were reported. It was further reported that the target lesion was severely calcified.